Event description:
It was reported that during insertion, the needle hub broke after the needle was inserted into the patient. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.